Event description:
Per the clinic, the patient experienced a head trauma resulting is a loss of osseointegration of the implant. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
This report is submitted on nov 21, 2023.